Event description:
Hill-rom received a report from the account stating the left and right foot casters are not locking correctly (brakes not holding). The bed was located at the account in the bed shop. There was no pt/user injury reported. This report was filed in our complaint handling system as complaint #(B)(4).

Manufacturer narrative:
The tech found the right and left foot brake casters not holding. See scanned page. A search of hill-rom maintenance records showed hill-rom performed any preventative maintenance on this bed in 2009-2012 and 2013-2014. It is unk if the facility performed any other preventative maintenance on this bed. The tech replaced right and left foot brake casters to resolve the issue. Based on this info, no further action is required.